Manufacturer narrative:
E1: patient city: (B)(6) patient country: australia h11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4) event occurred in australia it was reported that the patient was hospitalized for less than 24 hours on (B)(6)2024 due to hypoglycemia. Low blood glucose level was treated by intravenous (IV) glucose. No further information was available